Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device would not run on and was not working properly was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, the pen drive device was not working properly and would not turn on. During an in-house engineering evaluation, it was determined that the device only ran in reverse, had unintended activation/ motion and failed pre-test for check function with the test hand switch, unintended motion, functional test forward and reverse running and function with the foot pedal. There was patient involvement. It was not reported if there were any delays in the surgical procedure. It was reported that the surgical procedure was completed with the chisels provided. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.